Event description:
Pt reported obtaining back-to-back blood glucose results of 297 mg/dl and 130 mg/dl, while using the suspect device. Pt indicated that, based on the result of 297 mg/dl, he delivered 25 units of insulin (type not provided). Pt stated that, while injecting insulin, he began feeling dizzy. Pt stated that he did not seek any treatment. Pt refused to provide additional info about the event. Qc testing had not been performed on the system. No product was returned to the MFR for eval.